Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) the device was received for evaluation. During initial testing a system error 345 alarm occurred which was not reproduced during secondary testing. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration upstream and downstream thermistor. The upstream sensor and downstream sensor require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.